Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'load set screen not displayed when door is open', which was reproduced during evaluation. The cause was determined to be a failing lower latch switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not display the load set screen when the door was opened. The event happened during testing at the biomed service. There was no patient involvement. No additional information is available.